Event description:
It was reported that the console had low power output during the laryngoscopy procedure. The console was put in superpulse mode, and it wasn't lasing at a high enough power. The beam was weak and wasn't focused in the micromanipulator. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the console had low power output during the laryngoscopy procedure. The console was put in superpulse mode, and it wasn't lasing at a high enough power. The beam was weak and wasn't focused in the micromanipulator. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse tested the power at 10 watts, and just received 8 watts. The reported allegations were confirmed. The fse cleaned the mirrors and verified alignment. The system power meter, offset, gain, and current readings were recalibrated. The power output was retested in superpulse mode and received 9.42 power reading and completed functional checklist without any issue. The device now worked as expected. The problem found could have affected the device performance leading to the event experienced by the customer.